Event description:
Customer's mother called to report that she did not think her son's pod was working properly. Customer's mother said when she removed the pod the cannula was inserted. There was no blood around the site or in the cannula. The cannula was not bent. Customer's mother stated that she and the nurse at school gave manual injections with their insulin pen to bring his blood glucose levels (bg) down. His bg ranged between 291 mg/dl - high before taking the pod off and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.